Manufacturer narrative:
The technician found the account already reinstalled the siderail but wanted him to inspect it. He found the horizontal bar that attaches to the frame by a bolt had a slight bow to it. He replaced the siderail and the associated hardware to repair the bed. He also inspected the entire bed to ensure all bolts were tightened properly.

Event description:
The account alleged that the left head siderail fell off the bed. No injury.